Event description:
Boston scientific received information that over a year ago, this right ventricular lead displayed an isolated out of range shock impedance measurement. As this lead is a single coil lead, and no remedial action was taken at the time, the issue was determined to not be due to a lead or device malfunction. However, recently a non-isolated high shock impedance was noted on the rv lead, suggesting a possible lead or device issue. No action has been taken at this time and the patient will follow up with their physician at a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.